Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that numbers were not ramping or the scroll bar was not moving up or down with no input. The buttons were unresponsive. Insulin pump received failed battery alarm. Customer stated that she changed the battery multiple times. Contacts on the battery cap were not corroded, damaged or missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed batt test or battery failed alert or keypad anomaly noted during testing. Successfully downloaded history files and traces using thump software. The pump was cut open to perform visual inspection and found evidence of moisture ingress on the pcba1 and battery tube assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay, broken belt clip rails and scratched case. Failed batt test (58) alarmed was found in history file on 04/14/2021 12:53:45.000. File number: 32, line number: 265 , sw/hw: hw (possible hw). Grouping: battery issues/power issues. In summary, customer alleged keypad anomaly not confirmed. Exposed to moisture confirmed. Failed batt test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.